Event description:
Hosp reported that during a case, the perfusionist noticed the blood reservoir was filling, and the bio-console was changed out with an emergency handcrank until a back-up console was put in place. The case was continued with no effect to the pt.